Event description:
It was reported that after the first issue with the first fast fix, it was decided to use a second implant, this was adjusted according to the information indicated by the specialist (18 mm). The slotted cannula was placed and the first peek was passed, the device was positioned again in a different place from the first step of the first device used to place the second peek (more proximal to the first peek), no force was exerted, but the peek went out of the device before being implanted. This was removed, and doctor asked for another implant.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.